Event description:
It was reported that the pump pocket became infected, diagnosed in 2009. The pt was sent to the emergency room. Pt symptoms included fever, redness, pain, and a headache. Cerebrospinal fluid cultures were taken (results not reported). The pt did not develop meningitis. The pt was treated with device explant. The infection resolved. The pt did not experience withdrawal as the pump had never been filled, and was only delivery normal saline from implant.